Manufacturer narrative:
During a follow-up call on (B)(6) 2017, the customer reported that the fill estimate began to decrease normally and no fill estimate issues have occurred since the reported event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer reported feeling "fine" and blood glucose (bg) level was not impacted.